Event description:
It was reported during an atrial lead revision, externalized conductors were observed on the rv lead via fluoroscopy. No electrical anomalies were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.4cm to 14.9cm from the distal tip. The silicone insulation was abraded and the re conductor was visible. The etfe coating was intact at the same location. Insulation damage was found at 30.5cm to 32.1cm from the distal tip consistent with clavicular crush damage. The rv and re conductor insulations were damaged but the etfe coating was intact at the same location.